Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery life of the insulin pump was not adequate and was lasting for less than 4 hours. No harm requiring medical intervention was reported. The troubleshooting was performed and it was found that the customer was getting 'replace battery now alarm' in less than eight hours after 'low battery' alarm. The customer had discontinued to use the device. The insulin pump will not returned for the product analysis.